Event description:
Customer reported the equipment is not working. No patient involvement.

Manufacturer narrative:
This failure was caused by a defective flash ic u1 (lot code: p33bf70). Installing a good fi test flash ic u1 corrected the problem with this unit.